Event description:
Unomedical reference number (B)(4). Event occurred in germany it was reported that the patient faced an event of inflammation at the infusion site which had to be treated with an antibiotic. The dosages were according to patient file. Causal relationship was not reported. No further information available.